Event description:
Pt reported the infusion device has not correctly displayed e4 occlusion errors over the past 4-6 weeks. Pt was also in a car accident due to severe hypoglycemia on (B)(6) 2011. Blood glucose was 364 mg/dl at 5:40 am on (B)(6) 2011. He ate 0.5 ke and administered 7.5 iu via the infusion device. Blood glucose was 348 mg/dl at 6:30 am, and he ate 3 ke and administered 6 iu via the infusion device. Blood glucose was 288 mg/dl at 7:00 am, and he ate 3 ke and administered 6 iu via the infusion device. Blood glucose was 76 mg/dl at 11:00 am, and he ate 3 ke and administered 5 iu via the infusion device. Pt then had a car accident at 2:00 pm. He was unconscious and woke up in an ambulance. He was transported to the hosp and received a glucose infusion by an emergency doctor. Blood glucose was 20 mg/dl. Pt was discharged from the hosp at 6:00 pm the same day. The cartridge is not reused and is changed every 4-5 days. Infusion set is changed every 2 days. The correct type of battery is used in the infusion device and the battery setting is programmed correctly. Pt did not have an infection or start new medication. Infusion device was not exposed to water or electromagnetic fields. Normal blood glucose is 120 mg/dl. Infusion device was replaced and requested for eval.

Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.